Manufacturer narrative:
(B)(4). Date of event - correction "(B)(6) 2018" describe event or problem - correction "dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined."

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was provided for evaluation. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Cgm value differences were reported to be between 1.5 mmol/l and 2 mmol/l. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.